Event description:
Patient was implanted with helical blade on (B)(6) 2012. Patient returned to the surgeon complaining of hip pain. X-ray revealed fracture had healed, but helical blade was too large and had perforated the femoral head. It was reported that the helical blade did not migrate. Perforation of femoral head was due to incorrect size. Patient was returned to or on (B)(6) 2012 for removal of blade. Surgeon removed the 115 mm blade and replaced it with a 100 mm tfn screw.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.